Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they are seeing settings not available (59) when they try connecting to the controller. Caller stated they noticed that the implant battery is not depleting at the same rate as before; it used to deplete and require a full charge each day and now it only drops to 90 or 80 percent. Caller stated in addition they have noticed they are not getting therapeutic benefit. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they have tried reaching out to the surgeon and the managing doctor and they are giving them the runaround and keep telling them to call the rep directly. Caller stated when they try to coordinate with the rep they don't hear back from everyone. Caller became very escalated and demanded that someone get this resolved for them or they want the system removed. Additional information was received from the rep. It was reported that they had high impedances on electrodes 4,5,6,7 ,12,13,14,15. Rep has reprogrammed around the bad electrodes.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.